Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3550-29, lot # n272118, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had osteomyelitis. Additional information received reported that the patient was not experiencing any symptoms. It was noted that there were not any specific culture results. It was noted that there would be no interventions until the infection cleared. Additional information received reported that the patient had been administered intra-venous antibiotics. It was noted that the infection began on (B)(6) 2014. It was stated that the patient did not have meningitis. It was noted that the patient was experiencing pain. It was stated that the primary location of the infection was in the patient¿s lumbar region. It was stated that no cultures had been obtained. It was stated that the situation was ongoing. It was noted that prior to implantation of the device, the patient had diabetes. It was noted that the patient was obese.